Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump only has a partial display. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.